Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. Case #: (B)(6). Asset location: (B)(4). Case description: biomed has a 8015 unit which will not give a channel ID from the left iui. Sn: (B)(4). Failure device type: alaris system instrument. Failure problem type: (B)(4). Failure mode: troubleshooting/ error codes. Case resolution: biomed tried another iui and did not correct the issue. Recommended to replace the power supply processor board or send in for flat rate repair due to the cost of the board. Gave biomed part number and will order the part. Ref:_00d30y0yr._5000l1kw3cn:ref.